Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe with luer-lok¿ tip had a broken and contaminated cap/shield. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: 1 actual sample in open packaging was returned for investigation. The sample was subjected to visual inspection and observed damage on the needle shield and barrel; and also black foreign matter. A device history record review showed no non-conformances associated with this issue during the production of this batch. Figure: damage on needle shield and barrel evaluation on the syringe at the printed scale line side of the syringe barrel, visible deep scuff marks can be seen on the barrel surface. Figure: visible deep scuff marks on barrel at the non-printing side of the syringe barrel, a concave dent at the bottom portion of the syringe barrel and light scuff marks next to the concave dent can be seen on the barrel surface. Figure: concave dent and light scuff mark on barrel a dent on the plunger rib observed to coincide with the dent portion of the syringe barrel. Figure: dent on plunger rib evaluation on the assembled needle the top portion of the needle shield was broken leaving the cannula exposed. Loose black foreign matter was found on the broken portion of the needle shield. Figure: broken needle shield with black foreign matter evaluation on the foreign matter the loose black foreign matter under 10x magnification was shaped irregularly and joined together as one large piece. The size of the foreign matter range from ~16907¿m to 17828 m. Figure: loose black foreign matter under 10x magnification the loose black foreign matter on the needle shield was sent for fourier transform infrared spectroscopy (ftir) test to match with the foreign matter collected at the outfeed of the 3ml syringe assembly machine. The ftir result shows that the spectrum of foreign matter on needle shield had matched with the spectrum of foreign matter from the machine. Both the foreign matter were polyisobutyl methacrylate material. Needle shield was broken and loose black foreign matter on the broken portion of the shield. Scuff mark and dent found on the syringe barrel. Dent on the plunger. Investigation conclusion: as damage was observed on both the needle shield and syringe product, the damage could have happened after the syringe and needle assembly process. Probable cause could be at the 3ml assembly machine, the syringe product was jammed at the outfeed dead track. The jammed parts could have not been properly cleared by the production technician which resulted escapees to the downstream process.